Event description:
A (B)(6) reported that the resident was lying on the bed while the height was being adjusted with the controller and the entire bed collapsed. It was learned that the crank that goes into the motor that changes the height of the bed is the issue. The bed is approx. 9 years. Old and only one resident uses the bed daily. The bed is not presently in use but remains at the nursing home. No injury.